Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm tip-up fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is not attached to the main tube. Due to the dislodged clevis, this additional failure occurred: the instrument was found to have a broken grip- and pitch- cable at the proximal clevis hole. The cables were fully broken. Further inspection found a cracked main tube at the distal tip. Material was found missing. The piece measuring proximately 1.40 mm x 3.30 mm and 1.20 mm x 3.90 mm was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, there was an issue with the control of the 8mm tip-up fenestrated bipolar forceps instrument. A portion of the instrument tip broke off when the customer attempted to remove it. The instrument was removed with the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue with the movement control of the tip-up fenestrated grasper instrument was related to limited/imprecise motion. The tip-up fenestrated grasper instrument did not drop any parts into the patient during the procedure; it was safely removed together with the trocar. There was a jaw mechanism on the trocar that prevented the instrument from being withdrawn. The issue with the movement control of the tip-up fenestrated grasper instrument was related to limited/imprecise motion. The tip-up fenestrated grasper instrument did not drop any parts into the patient during the procedure; it was safely removed together with the trocar. There was a jaw mechanism on the trocar that prevented the instrument from being withdrawn.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer and the proximal clevis appeared to be dislodged where it meets the main tube.